Manufacturer narrative:
Findings: unit passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners. Unit received with stripped battery cap coin slot.

Event description:
Customer called and stated that she could not remove her battery cap. Now the pump is dead. Customer stated that she had been trying to change the battery for 2 days. The blood glucose reading was 234 mg/dl. Advised customer to discontinue use of the pump if the battery is low. Nothing further reported.